Event description:
Consumer, with a history of similar reactions to denture products, initiated use of effergrip denture adhesive. One application, in 2005 as adhesive for consumer's dentures. A short time later that day, consumer had an allergic reaction, with itching, swelling and redness of the face. Consumer also reported "afib", or irregular heartbeat. Consumer treated the events with a cold compress. The events resolved three hours later.

Event description:
Follow-up #1: investigation summary rec'd on 06/01/2005 from pfizer's quality operations/product complaints group: "the investigation was approved at the site on 05/31/05 and approved by coqa. A review of the lot documents did not identify any discrepancies. Bulk and finished product testing met specifications. Retain sample analysis reveals the lot meets specifications. No complaint sample was rec'd. No further investigation can be the product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibily caused the event.